Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced high blood glucose levels, reached 26 mmol/l (486 mg/dl), despite multiple correction attempts that were ineffective. Symptoms included fatigue and nausea. Following advice from the emergency helpline, the patient attended the emergency department, where she was admitted overnight for monitoring and treatment. The pod was worn for approximately 5 to 24 hours on the back and was found to have a bent cannula. During hospitalization, the pod remained in place until discharge. Once at home, the patient removed the pod and replaced it with a new one. At the hospital, the patient was treated with insulin via pen injection and monitored until glucose levels returned to normal range. The patient was discharged the following morning.